Event description:
It was reported that when the patient presented in the clinic for follow-up, the device was found to be in backup vvi mode. A device restoration was performed successfully. The patient experienced fatigue but was fine after the device restoration.